Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed using the naked eye which observed a fluid leak inside the bag that contained the sample which resulted from the slide clamp on the tubing being open and the blue winged luer cap was untightened. Functional testing was performed by filling the device with green colored water. After fill and prime, the slide clamp was closed and the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak was observed. The device operated as intended. The reported condition was not verified. The cause of the leak was determined to be due to the unclosed slide clamp and the untightened blue winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was leaking from an unspecified location prior to use. There was no patient involvement. No additional information is available.